Event description:
Initial reporter stated that the cutter was initially working (cutting) then stopped working while the surgeon performed the vitrectomy procedure. No adverse effect on the pt. Surgery was delayed as they changed to another pack.